Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-07795 & 1825034-2015-03639).

Event description:
Legal counsel for patient reported unspecified patient injuries as a result of an accident on (B)(6) 2014. Review of invoice history indicates the patient underwent reverse total shoulder arthroplasty on (B)(6) 2011. Invoice history further indicates that a revision procedure was performed on (B)(6) 2014 where all components except the glenoid baseplate were removed and replaced. This report is based on allegations set forth in plaintiff&#62688;complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient was revised on (B)(6) 2014 due to a humeral tray fracture. Prior to the revision, patient's attorney indicated that the patient heard a pop in his shoulder while drying himself off with a towel after showering on (B)(6) 2014. The pop was followed by pain. On (B)(6) 2014, patient visited the doctor and was allegedly diagnosed with impingement syndrome and given a depo-medrol injection. Patient returned to the doctor on (B)(6) 2014 for pain, limited range of motion, and a clunking sensation in his shoulder. Doctor recommended exploratory surgery, which was performed on (B)(6) 2014. During the revision, the surgeon was unable to remove the fractured humeral tray taper from humeral stem, which required stem removal. The stem, humeral tray, humeral bearing, glenosphere, and taper adapter were removed and replaced.